Event description:
Related manufacturer reference number: 1627487-2023-00945. It was reported the patient lost therapy due to not charging the ipg and was experiencing ineffective therapy due to leads.. The issue was resolved through battery and lead replacement.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.